Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure of the pixie bus and remote manager occurred when accessing. The customer was able to recover and then functioned. A field service engineer replaced pixie bus control card to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a fridge door won't open. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.